Event description:
According to the reporter: during laparoscopic low anterior resection ( lap lar ) procedure, the surgeon clamped the tissue ,pushed the green button, confirmed the status indicator was flashed green, however could not fire for the first firing for closing rectum. The surgeon removed the cartridge , the adapter and battery ,then re-setup the device from the beginning, the firing was successful. Replaced a new cartridge for the second firing , the same event occurred. Then the surgeon replaced with a new ultra handle to complete the procedure. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. Patient status : no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.